Event description:
Shortly after implant, in (B)(6) 2010, the hcp (healthcare professional) replaced ¿faulty pump and wire in hospital room¿. At this time, the ¿hcp put in new catheter and pump¿. The device system was delivering morphine and bupivacaine. No additional details regarding the event were reported. Further follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).